Event description:
Information received indicates the valve was abandoned at implant when damage to one leaflet was noted during the case. Intra-operative inspection detected a leaflet tear that measured approximately 2.5-mm in length. Surgeon indicated they may have torn the valve during implant. The valve was replaced during the case with no patient complication reported.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event has not been determined. Analysis: the gross analysis of the returned valve shows a tear noted in the belly of the right cusp. The leaflet tear appears consistent with puncture or laceration by a sharp instrument and measures 7-mm in length. The device leaflets are flexible and the left and non-coronary cusps are intact. Medtronic cannot determine when the tear occurred, but it is very unlikely the product was shipped in that condition. The valve passed multiple product quality inspections prior to release to distribution. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient event, valve intra-operatively replaced. Findings from product analysis are inconclusive. We are unable to determine an exact cause for the damage seen, but it likely occurred after the device left medtronic's control.